Event description:
On 12/01/2023, it was reported by a sales representative via phone that an ar-3636 knotless 1.8 fibertak® soft anchor broke. This occurred during a posterior bankart repair on (B)(6) 2023 when the surgeon drilled and inserted the anchor then when malleting down the tip broke off into the glenoid. The broken fragment could not be retrieved. The procedure was completed using two additional ar-3636. The patient had hard bone quality, and the bone was prepped using a 1.8 drill bit.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.